Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The noise was oversensed and caused pacing inhibition which led to asystole greater than 2 seconds. The patient was brought in for evaluation and the noise was recreated during valsalva maneuver. Reprogramming was performed and the patient was monitored in the hospital until a lead revision could occur. The rv lead was then surgically abandoned and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly and electrode tip found no anomalies. A cut was noted in the insulation approximately 22 cm from the terminal pin and the lead failed pressure testing at this cut location. This lead insulation damage is believed to have most likely occurred during the explant procedure. Laboratory testing was unable to reproduce the reported clinical observations. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed based on completion of device analysis.